Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed that the pebax has a cracked/broken condition; however, no foreign material was observed inside it. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device on lot 31522064l, and no internal actions related to the reported complaint were identified. The pebax damage observed during the analysis is not related to the deflection issue reported by the customer. The potential cause of the pebax damage could be related to the manipulation of the device after the procedure; however, this could not be conclusively determined. For the pebax damage the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The deflection issue reported by the customer was confirmed. The potential cause for the broken puller wire could not be established. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a cracked/broken pebax. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.